Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed battery depleted and battery error. The customer¿s blood glucose level was 2.7 mmol/l at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received stuck in manufacturing mode. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The power management graph was in specification. Monitored for a week with no low battery alarms noted. No unexpected failed battery test alarms, battery depleted alerts/alarms, replace battery alerts, pump error alarms or battery error alarms/alerts noted during testing. A test battery was inserted for a few minutes and removed with no hot battery anomalies or hot insulin pump anomalies noted during testing. Visually inspected all electronic assemblies with no damage noted. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture, faded serial number label and peeling end cap address label.